Event description:
It was reported that the patient experienced inadequate pain control (B)(6) 2012. The patient's symptoms included malaise and weakness. Adjustments to the therapy were made (B)(6) 2012 and (B)(6) 2012. The pain control was improving (B)(6) 2012. The pain problem was possibly related to the drug, device, therapy, or implant procedure. It was later reported there was pump movement in the pocket (B)(6) 2012. The patient's pain control was improving. An abdominal binder was applied to the site, but the pump remained free moving (B)(6) 2012. There was also pain at the pocket site. The problem was possibly related to the implant procedure. It was later reported that there was no longer pain associated with the pump site. The pump movement was only positional due to body habitus (B)(6) 2013. The pain at the pocket site was related to the device or therapy.

Event description:
Additional information received reported that intervention included therapy suspended-infusion rate on (B)(6) 2012. Intervention included medication adjustment, specified-oral norco was initiated on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported from an health care provider (hcp) via a clinical study that (B)(4) 2013, the patient had stopped wearing the abdominal binder, and the pump became uncomfortable again. It was noted that the pump was not mobile in the pocket. The patient was to restart the abdominal binder for discomfort. The event was noted as ongoing with no further action needed.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).